Manufacturer narrative:
Pc-(B)(4). Only event year known: 2022. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the reload begin to staple and cut, but then jammed? If the device cut, was the cut line complete? Were the cut line and staple lines equal? How was the procedure completed? Could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during an unknown procedure, the last 1.5cm of staple line did not have staples deployed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 03/22/2022. Additional information was requested, and the following was received: did the reload begin to staple and cut, but then jammed? Yes the stapler started to jammed at the middle of the cutting. If the device cut, was the cut line complete? No it was not complete because the surgeon stopped cutting once it was jammed. Were the cut line and staple lines equal? Not sure about this. How was the procedure completed? Yes, but surgeon opted to do manual anastomosis. Could you please clarify if there were any patient consequences? Not sure. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Not sure. H11: corrected data = h1 (not reportable). Upon review of the information provided in h10, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.